Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that sensor needle was stuck in serter, the other part of sensor was stuck in pedestal. Customer was assisted in removing needle hub from serter. Sensor would be replaced. No further information provided.